Event description:
During a vats procedure, the staples malformed and the staple line was inconsistant. Had to reopen another device and diathermy the bleeding area where staples were malformed. There was no reported patient consequence.